Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00994, 0001822565-2016-02899, 0002648920-2016-00993, 1822565-2013-00831. Concomitant medical products: femoral component option for cemented use only size e left cat: 00576401551 lot: 61215087; tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee cat: 00598003701 lot: 61193055; all poly patella size 32 mm dia. Standard 8.5 mm thickness cat: 00597206532 lot: 61203704; taper stem plug cat: 00596009900 lot: 61215922; palacos r 1x40 single cat: 00111214001 lot: 68194202. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient has alleged pain and harm from the device.